Event description:
It was reported that the device experienced premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 694965, implantable tachy lead, implanted: (B)(6) 2007; product ID: 5071-35, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and normal battery depletion was revealed.